Manufacturer narrative:
This report is submitted on september 30, 2021.

Event description:
Per the surgeon, the experienced an infection at, and purulent discharge from the incision site. The patient was treated with oral antibiotics, beginning on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and there are no plans to re-implant the patient with a new cochlear device as of the date of this report. This report is submitted on november 29, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 27, 2022.